Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent power source alerts after plugging the pump into a wall outlet despite using multiple wall adapters, which led to intermittent pump shutdowns. The customer's blood glucose (bg) level was 135 mg/dl. Reportedly, the customer reverted to insulin pen injections for alternate insulin therapy.